Event description:
It was observed that during the device evaluation, the telescope's tip cover glass was damaged/broken. There was no patient involved.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. The user facility was contacted to obtain additional information and to check the status of the subject device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. H3, h6 updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the reported failure descriptions are most likely due to the effect of an excessive mechanical force caused by an impact or fall. The damaged internal lens was likely caused by the bending of the tube. Olympus will continue to monitor field performance for this device.